Manufacturer narrative:
Concomitant medical products: product ID: 3389s, lot# (vaovke2 or vaowagk), implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that at the time of implant of the parkinson's disease patient's deep brain stimulation (dbs) system the stimloc component of the lead kit was found to be defective. It was further reported the stimloc "support clip did not clamp" and that "pinching was unavailable with the support clip." A replacement component was used as a result of the event. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Analysis of the stimloc clip found no anomaly. The returned clip and cap functioned properly when tested with known good base and lead including retention force testing. When tested initially, the clip didn't move but then broke free, opening and closing properly. It was observed that there was foreign material on the clip between the static housing and dynamic slider. The foreign material was tested and found to contain a mix of sodium chloride, sodium chlorate, and sodium carbonate which easily dissolved in water. It is suspected that the foreign material was residue from the bleach solution used during the analysis decontamination process.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.